Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor readings compared to unspecified results from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported a symptom of "bad" and was able to self-treat with sugary foods. No additional treatment or third-party intervention was required for this issue. There was no report of death or permanent impairment associated with this event.